Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's transmissions revealed episodes of random noise on the right ventricular lead. It was noted that all other measurements were normal. Programming changes were made. The patient was stable throughout the event.